Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that the unk biomet screw fractured. Doctor was able to resolve issue with a replacement screw and remove the fractured screw.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). One nanotite® implant was returned for inspection. The implant shows large signs of damage at the collar and threaded region. The internal drive feature is confirmed to contain a fractured gold-tite screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. Alleged event was confirmed following inspection. A singular root cause could not be determined. The following secitions have been updated: the date of this report. Manufacturer. Device availability. Contact office - name/address / office contact - manufacturing site. Date received by manufacturer. Type of report. If follow-up, what type. Device evaluated by manufacturer. Evaluation code. Additional narratives/data.